Event description:
Adhesive cream would go over his throat and it would block his throat [accidental device ingestion] it would block his throat [medication stuck in throat] it does not get removed well so he just sleeps with it attached [wrong technique in device usage process] case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive max seal. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant), medication stuck in throat (serious criteria gsk medically significant), wrong technique in device usage process and product complaint. The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the accidental device ingestion, medication stuck in throat, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident denture adhesive max seal. The reporter considered the medication stuck in throat to be related to polident denture adhesive max seal. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. It was reported that "the consumer uses polident max seal to attach his dentures. When he tries to remove it before sleep, it does not get removed well so he just sleeps with it attached. In the morning when he wakes up, the adhesive cream would go over his throat and it would block his throat.

Manufacturer narrative:
Argus case ID: (B)(4).